Manufacturer narrative:
The programmer was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the programmer malfunctioned. It could not turn the neurostimulators on or off. It could not make a beep sound. No patient injury was reported.